Manufacturer narrative:
Maquet determined that the customer did not use the original powerled handle support provided by the manufacturer. It was replaced during the compatibility with the sterilized handles used by this facility. The cause of this event is the clip - part of the locking system from the handle support - was broken and then dislodged from its location while user was manipulating the light. The cause for the broken clip is being investigated and the results will be included in a follow-up report.

Event description:
The customer reported that the locking mechanism from the handle support, broke during the cleaning process. No injuries were reported, there was no patient involvement. (B)(4).